Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and nipple discharge.

Event description:
Patient reported experiencing a right side ¿deflation,¿ and ¿nipple discharge,¿ side not specified. No treatment has been provided. The device remains implanted.